Event description:
A catheter revision due to a kink at the proximal segment pump connector was reported. It was stated that the healthcare provider felt catheter was kinked in the pocket; csf (cerebrospinal fluid) was obtained once catheter was unkinked and disconnected but pump segment. It was then replaced and discarded. Patient had experienced less than 50% therapy relief in the ¿usual area of pain¿; it was added that had dementia so information regarding pain relief was difficult to obtain. Additional information obtained later indicated the drugs delivered via the device were dilaudid and bupivicaine. The patient was receiving effective therapy.

Manufacturer narrative:
Catheter model: 8578 serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); catheter model: 8709 serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).